Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 01 - cpu core-0x200c issue was verified, but the touchscreen unresponsive - nonfunctional issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump touch screen was unresponsive. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.